Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2015 and mesh was implanted. Within 3 days following the procedure, the patient experienced infection and seroma. Culture was performed on the seroma and waiting for result. The mesh remains implanted. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.